Manufacturer narrative:
PMA/510(k)#: k011369, k122558. Investigation summary: unconfirmed, no issue observed. Investigation conclusion: the customer issued a complaint for plunger pulled out from the syringe detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Root cause description: based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration. Rationale: complaint is unconfirmed.

Event description:
It was reported that bd ultrasafe passive¿ needle guard spring and plunger came apart. This was discovered during use. The following information was provided by the initial reporter: spring and plunger came apart. Loose plunger.